Event description:
The pt underwent an elective spinal fusion with drain placement on (B)(6) 2019. When the drain was being taken out on (B)(6) 2019, it broke off at the hub and the remaining piece was retained inside of the pt, and it was removed by the provider.